Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, hybrid vascular reconstruction for extracranial disease with concomitant clot retrieval for intracranial disease is a novel approach to achieving emergency revascularization in active takayasu¿s arteritis. (B)(4).

Event description:
Received an article titled "concomitant hybrid arch vessel reconstruction and intracranial clot retrieval in takayasu's arteritis presenting with acute cerebral ischemia: a case report" published in the annals of vascular surgery. The article described the management of occlusive disease in the setting of takayasu¿s arteritis (ta). Per the article, adverse events included stenosis, thrombus formation and distal embolization.